Event description:
Two clinicians, one doctor and one nurse, had severe allergic reactions after using the scrub brush. They both got very red and irritated and the doctor developed blisters. The doctor had to take a prescription to alleviate dr's symptoms.